Event description:
Rptr noted posterior capsule tear due to sudden burst of air (bubble) in anterior chamber during phaco. Closed eye without vitrectomy or iol, and sent pt to retinal specialist. Prognosis: good.